Event description:
It was reported that the patient was admitted into the hospital with increased seizures higher than baseline and caused the patient to go into cardiac arrest. The patient reported she was not feeling normal or magnet mode stimulation and believed her device was completely dead. However, when the company representative checked the patient's device, diagnostics were within normal limits and battery status was 50-75% battery remaining. No further relevant information has been received to date.

Event description:
The patient's last known treating physician reported that the patient's battery was full at this last appointment in 2017. No further relevant information has been received to date.

Event description:
The patient's mother reported that her daughter had been having an increase in seizures for the past three weeks and the seizures are presenting different form normal. She noted that she was concerned this was related to the patient's new (B)(6) in (B)(6). She noted that the patient complained of an increased heart rate. She stated that at her daughter's last doctor's visit, the neurologist noted that the device was at 25% and had depleted faster than he expected. A battery life calculator based on the manufacturer's available programming history predicted 4.1 years remaining until low battery. The patient's last known treating physician reported that he had last seen the patient in 2017. The generator's device history records were reviewed. The generator passed final functional and quality specifications prior to release